Event description:
On 7/13/00 client's spouse informed facility staff that peripheral IV line in-filtrated. Physician order rec'd to send pt to hosp for midline cath insertion and to continue infusion of immune globulin (ig) 23 grams IV 2 x weekly/6 weeks. On 7/13/00 1:30pm - outpatient visit by client. Groshong midline inserted per trained staff - 20cm 4 fr. In cephalic vein antecubital area left arm. Spouse, who was trained in IV administration, reported infusion went fine that evening. On 7/15/00 11:30pm - facility skilled nurse made visit to client's home after being called by pt's spouse of IV site leakage. Spouse reported site was dry after first half of the ig infusion (1 1/2 hours). Upon rn assessment, the midline adapter was found to be present with blue tip portion apart. The midline catheter was missing. Migration of catheter, into insertion vessel was suspected due to faulty adapter. 7/16/00 client transported to the hosp and admitted at 12:45am. Later transferred to specialist at another hosp for surgical retrieval of the groshong midline catheter. Incision was at the groin. Spouse feels family should not have to withstand the expense of either the insertion nor the surgical intervention for the retrieval of the groshong midline catheter.